Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. Inflation was performed twice at 20 atmospheres for 5 seconds; however, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.